Manufacturer narrative:
(B)(4).evaluation: the device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This is an ancillary service event discovered during preventative maintenance. The cause was determined to be a faulty air sensor assembly. To correct the condition, the air sensor assembly was replaced. If any additional information is received, a follow-up will be sent.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced failure code 5. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.